Manufacturer narrative:
The device was manufactured april 20, 2017 ¿ april 21, 2017. The device was not returned; however, a photograph was received and evaluated. Visual inspection of the image revealed crystallization on the inside of the overpouch and on the binding tape of the tubing which suggests a possible leak had occurred. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor leaked prior to use. There appeared to be crystallization on the inside of the overpouch and on the binding tape of the tubing. When the device was being re-labeled, liquid seeped out. The location of the leak is unknown. The device was filled with 4000mg fluorouracil in 0.9% sodium chloride to a total fill volume of 115 ml. There was no patient involvement. No additional information is available.